Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 39 mg/dl the low blood glucose was treated by consuming carbohydrates. Additionally, the insulin pump alarmed insulin flow blocked. However, the customer was unable to troubleshoot at the time of call. The customer was successfully able to change the infusion set and reservoir. The insulin pump was not returned for analysis.